Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Sensing and pacing anomalies were observed. X-ray revealed twiddler's syndrome. Leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.